Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the foley catheter balloon leaked out. It was stated that the patient status or intervention was unknown.

Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. It was unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. A potential root cause for this failure mode could be ¿short latex dwell time" or "latex dip speed out too slow". The device was not returned for evaluation. The lot number is unknown. Therefore, the device history record could not be reviewed. The instructions for use were found adequate and states the following: "sterile: unless package has been opened or damaged. Warning: do not use ointments or lubricants having a petroleum base. They will damage latex and may burst balloon. Do not aspirate urine through the drainage funnel wall. Single use only. Do not re-sterile. For urological use only. Valve type: use luer slip syringe. Do not use needle". H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter balloon leaked out. It was stated that the patient status or intervention was unknown.

Event description:
It was reported that the foley catheter balloon leaked out. It was stated that the patient status or intervention was unknown.

Manufacturer narrative:
The reported event was confirmed as manufacturing related. The product had caused the reported failure. Sample was inflated with water and observed water leaking thru drainage eye. Dissected the catheter and observed tear on rubberize layer of inflation lumen cause lumen to leakage. A potential root cause for this failure could be contributed by torn rubberize on rubberize layer that may lead to lumen-to-lumen leak. The device history record was reviewed and found a possible manufacturing issue that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿sterile: unless package has been opened or damaged. Warning: do not use ointments or lubricants having a petroleum base. They will damage latex and may burst balloon. Do not aspirate urine through the drainage funnel wall. Single use only. Do not resterile. For urological use only. Valve type: use luer slip syringe. Do not use needle.¿ h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.